Event description:
Reporting status: serious injury- medical intervention/permanent impairment. Reporting rationale: device remains in patient. Device issue: stent dislodgement. It was reported that the procedure was to treat a lesion in a vein graft to the pda which was located distal to a pre-existing stent in the ostium of the veingraft which was 50% re-stenosed. The xience was advanced, but hung upon the previously deployed stent and could not cross. As the stent delivery system (sds) was removed, the stent dislodged from the balloon and remained inside the implanted stent. As the xience stent was still on the guide wire, a 2.0 x 12 maverick balloon was able to be inserted into the stent and deploy it inside the previously deployed stent. Post-dilatation was performed with another company's balloon. The 6f guide catheter was exchanged for a 5f guide catheter and a 2.75 x 12 xience was successfully deployed in the target lesion. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen and on the balloon. There was contrast visible in the inflation lumen. The stent implant was not returned. There were crimp marks on the balloon where the stent implant had been between the markers. The balloon was tightly folded. There were no kinks in the distal shaft. There were two kinks in the proximal hypotube shaft, 4 cm distal to the strain relief tubing and at the distal edge of the strain relief tubing. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. The inability to cross a lesion can be affected by numerous factors including but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The patient anatomy was not described in the case details, which may have assisted the investigation, however, in this instance the failure to advance appears to be related to the previously implanted stent. Analysis of the sds noted evidence of usage. It was confirmed that the stent was dislodged from the balloon, as reported. However, there were crimp marks on the tightly folded balloon where the stent implant had been between the markers suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent retention (dislodgement) can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and /or previously implanted stents. Based on the reported information, the previously implanted stent appears have contributed to the stent dislodgement. Product performance engineering will monitor the incident circumstances. Additionally, there were two kinks in the proximal hypotube shaft, which were not noted during product inspection prior to use. This damage may have occurred during the procedure or during the packing for shipment back to abbott vascular for evaluation. A conclusive root cause for the kinks cannot be determined, however, it does not appear to have contributed to the inability to cross. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force . This MDR is considered closed by the product performance group.